Manufacturer narrative:
G2 - report source: corrected. H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was great difficulty in inserting the eda catheter even though the needle was correctly positioned in the back. The anesthesiologist had to stab the patient¿s back several times and with several eda catheter sets before the patient could get a functioning eda. This had happened on several occasions with different doctors and patients. The event date is unknown. There was patient involvement. No further information could be provided about the other lot numbers used as the products were thrown away. There was no human harm. The patient was stung several times and this led to a longer period until the patient received the medicine.